Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy procedure on (B)(6) 2013. According to the complainant, during the procedure, the clip grasped and locked onto tissue. However, it failed to release from the delivery system. The clip and delivery system were removed from the patient. The procedure was completed using an argon plasma coagulation (apc) device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device was performed. Upon investigation it was noticed that the clip assembly was mashed on to the bushing and there was a kink in the control wire. The clip assembly could not be deployed and the prongs could not be opened or closed. The prongs were locked in to the capsule. The over sheath assembly was not returned. The handle was cut from the device at the proximal end. Product analysis confirms the reported complaint event. As per the analysis, clip assembly was mashed on to the bushing and there was a kink in the control wire. The clip assembly could not be deployed and the prongs could not be opened or closed. The prongs were locked in to the capsule. The over sheath assembly was not returned. The handle was cut from the device at the proximal end. Therefore, the most probable root cause classification is ¿operational context¿.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy procedure on (B)(6) 2013. According to the complainant, during the procedure, the clip grasped and locked onto tissue. However, it failed to release from the delivery system. The clip and delivery system were removed from the patient. The procedure was completed using an argon plasma coagulation (apc) device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.